Event description:
The patient experienced withdrawal symptoms, underdose symptoms, less than 50% therapy relief for 'about a month' and had been 'supplemented with medication.' A dye study was attempted, they were unable to aspirate the catheter. A revision was done. It was noted that the surgeon opened the pump pocket first, found the sutureless pump connector had 'become occluded,' and 'seemed' as though it was 'falling apart,' and noted that there was 'a lot of fat tissue around it.' When the sutureless connector was disconnected, 'immediately' there was cerebrospinal fluid (csf) flow back from the catheter. They were able to aspirate 2mls of csf from the catheter. A new sutureless connector was connected, they double checked by aspirating from the catheter access port, and got more csf back. The pump dose was decreased. Patient outcome was recovered without sequel, no injury. The device system was used to infuse morphine and bupivacaine.

Manufacturer narrative:
Concomitant product: catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4). The sutureless connector was returned in two pieces. Final analysis of the sutureless connector revealed coring, tears, cuts in the seal which possibly caused the occlusion, not misaligned. The coring, cuts, tears meet the leak criteria.